Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day at the beginning of (B)(6) 2011. The patient obtained a result of '140 mg/dl' on the subject meter, which was higher than her other unknown meter by 30 points. He could not recall the exact value. He stated that he manages his diabetes with lantus and novolog (self adjuster) and due to the alleged issue continued dosing himself based on the meter's inaccurate high readings. The patient claimed 'right away' after the alleged issue started, he felt 'shaky and confused'. In response to his symptoms, it's unclear if he received any further form of medical intervention. During the initial call with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter and using correct unexpired strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (10/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.